Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition is stable.